Event description:
It was reported that the patient was admitted to the hospital due to a brain injury. The pulse generator was checked and loss of capture was noted. The patient had experienced syncope previous to the loss of capture. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.